Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for two pts. Lab draws were done immediately after inratio testing. Pts are on coumadin.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed. Reported results for pt #1 are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and values are discrepant beyond documented variability for pt/inr testing. Further testing is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot 275255. Test results as follows. All replicates for each donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Root cause could not be determined. As reviewed on (B)(4) 2012, nine (9) discrepant result complaints were reported for lot number 275255 yielding a complaint rate of 0.005%. Expiration is april 2013. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. This issue will continue to be tracked and trended. No correction action required at this time as no product deficiency was established.